Event description:
It was reported that multiple pumps had an issue with recognizing the syringe during a case. The issue resolved after the user rebooted the device several times. There was no patient injury.

Manufacturer narrative:
No product was returned by the customer. A complaint investigation or product evaluation could not be conducted. A device history record (DHR) review was performed. No problems or issues were identified during the device history record review. No root cause was established. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.